Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the physician reported that the patient had received the new recharger belt and they were once again successfully using their device to counter leg pain. The patient was able to "wake up" their stimulator to resolve the issue of the depleted battery and no stimulation sensation. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was a broken recharger belt. The belt broke two weeks ago. No out of box failures were reported. In addition, it was reported the patient had been in the hospital for events unrelated to the device and wasn¿t able to recharge and now the battery was depleted. The battery had been depleted since (B)(6) 2015 along with no stimulation sensation since then.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID pnma01411a004, serial # unknown, product type recharger. (B)(4).